Event description:
Spontaneous. (B)(6)., infusion nurse, reported new pump is showing error messages and they need help troubleshooting. The pump is malfunctioning as an error code about the battery when turning on the pump and nurse cannot proceed with setting up the pump for the infusion. Nurse tried changing batteries but same issue comes up. No missed dose reported as patient still had old pump on hand for use. No adverse events reported. Pump available for return to manufacturer. Unk if provider is aware. No further information. Reported to cvs/caremark by health professional.